Manufacturer narrative:
(B)(4). This complaint for a transfer set with loose tips was confirmed in the lab. The results of a sample evaluation revealed that the chip insert of the transfer set was missing. The root cause of the condition is undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed due to insufficient lot information.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter that the tips on a transfer set was loose before it was used. No injury is reported.